Event description:
Customer's granddaughter reports back to back testing to a professional meter while using the aviva system with results of 150's mg/dl on customer's meter and 44 mg/dl on professional meter. No quality controls were run during the call. Granddaughter reports customer had low blood glucose symptoms; emts were called. Emts treated customer with some glucose and took him to the hosp. The hosp treated customer with IV glucose and gave him food and juice to drink. A request was made for the return of the suspect product and a replacement was sent.